Event description:
Revision surgery required. This is a request for investigation of the insert wear for the surgeon's study. Primary operation: (B) (6) 2000. Revision: (B) (6) 2006.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corp conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of the retrospective summary report being submitted under exemption # (B) (4). There is one event associated with this event type (revision surgery required) and product code (lph).